Manufacturer narrative:
(B)(4). Date sent: 5/27/2021. Additional information received: the march bring back procedure was a roux en y, not a sleeve. The issue was not on the staple line but next to it- possibly surgeon grasped too hard. Surgeon likes to use peri-strips to be able to grasp. He waits only about 6 seconds prior to firing. There were no staple form issues in initial procedure or post-op. Issue in first case was not on the staple line for sure. For the g-j an endocutter is used and common channel is close with suture. The surgeon does not pulse fire. The peri-strips being used are the traditional thicker ones.

Manufacturer narrative:
(B)(4). Date sent: 4/22/2021. Batch # unk. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information was requested, and the following was obtained: what color cartridges were used throughout procedure? Blue and green. Approximately how far above staple line was leak? Right at the point where the blue and green meet. Were there any issues with device to include staple form? No. Why does the surgeon believe a leak above the staple line is associated with stapler? Because of the proximity to the staple line. Was a leak test performed? Yes. If so, what type and what was the result? With air and methylene blue and it passed at that time. How was the leak identified? Upper gi test which is standard. What was observed at the site of the leak upon reoperation? Staple like disruption at the stapler line. What is the current patient status? Still fine.

Event description:
It was reported that during a gastric roux-en-y, had a leak with the new stapler- leak at the anterior pouch staple line. The patient returned the following day and sewing the leak area. The leak was above the staple line and above the anastomosis.